Event description:
A cgm error 42 was reported by the caller, and there was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a complete pump reset, which successfully resolved the issue. The caller was then able to start a new sensor session without further problems.